Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "the bottom row of the variax clavicle trial loaner set's tray was very difficult to pull out and very difficult to fit in. In addition, when trying to fit it in, the resin rubbed against it, causing a number of small debris to be generated on the instrument table".

Manufacturer narrative:
Correction - please refer to d9/he, h6 (method, results & conclusion codes). The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received device was visually inspected, and we can see small nick marks on the tray's surface which indicate device usage over the period. The watermarks on the device indicate that the part has undergone multiple sterilization and cleaning cycles. We also see there is a deformation at one side of the tray we see it is bent to the lower end which indicates that some heavy product is being set on top of it. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The reported event could be related to an issue already known. Based on the above investigation root cause can be attributed to wear related to the handling of the device over the period, we can see signs of wear on the device from nick marks and watermarks, but deformation is caused by mishandling of the device. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the bottom row of the variax clavicle trial loaner set's tray was very difficult to pull out and very difficult to fit in. In addition, when trying to fit it in, the resin rubbed against it, causing a number of small debris to be generated on the instrument table".